Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified chronic total occlusion. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, on inflation, it was noted that there was no pressure put on balloon and then balloon burst at around 16atm. The procedure was completed by removing balloon successfully from the patient and using another of the same device. No patient complications reported.